Event description:
Boston scientific received information that a replacement procedure was performed. This implantable cardioverter defibrillator (ICD) was removed and replaced. There was concern that the battery depleted more rapidly than expected. No return of product is intended. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.